Event description:
The recipient reportedly experienced shocking sensations with device use. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The recipient is reportedly doing well with the new device.

Event description:
The recipient reportedly experienced pain with device use. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspections revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests preformed. The device passed the electrical and mechanical tests performed. The reported complaint of pain and non auditory sensation could not be verified during this analysis, which was limited in some respects due to the electrode lead being severed prior to receipt. The device passed all the tests performed. This older device configuration is not currently manufactured. This is the final report.